Manufacturer narrative:
Pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer called to report that the reservoir tube lip was cracked and they were worried that the reservoir would not lock into place. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and was returned for analysis.